Event description:
It was reported that the device migrated inside the patient's chest and dislodged the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information shows lead remains implanted.